Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device and lead were explanted on (B)(6) 2016. No new device were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device and lead were explanted on (B)(6) 2016. No new device were reported.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va13tsh, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had the ins and lead removed ¿about a year ago¿ because the manufacturer¿s representative (rep) set stimulation too high and it affected her sciatic nerve and caused her discomfort. The patient reported that her doctor tried to reset it, but it did not work so she had it removed. No further complications anticipated.